Event description:
The customer reported that the sample bag filled with air. Per the customer, the clamp was open during the air removal step and was flat when they stuck the donor. When they opened the clamp, the pouch filled with air. Patient information is not available at this time. This report is being filed due to a device malfunction that has the potential for injury or death.

Manufacturer narrative:
(B)(4). Investigation: per the rdf, the operator received the pressure test alert during startup, which alerts the operator that the clamp was potentially left open. At this point, there are on-screen instructions to express any air from the sample bag. Despite the "flat" appearance of the bag, the system detected an issue, so the sample bag air expression steps should have been followed to ensure that all air has been removed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of the air in the sample bag is due to the operator inadvertently not closing the clamp during the tubing set test portion of the procedure. The trima accel system operated as intended by displaying the `pressure test error' when the system detected pressure during bag evacuation.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for evaluation. The access needle and ac spike had been removed. The remaining access tubing and sample bag were filled with blood and the set had been through ac prime. The rest of the set had not been used, indicating that the procedure did not continue past the sampling process. The sample bag was inflated with air. There were no defects or misassemblies with either the white clamp to the sample bag or the blue clamp to the manifold line. The run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima accel system operated as intended by displaying the `pressure test error' alarm when the system detected pressure during bag evacuation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.